Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next one meter and contour next link 2.4 meter were tested with the in-house contour next test strips from lot # 9mpeg18b using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 16.5 mmol/l at 11:50 p.m. On the contour next link 2.4 meter and 6.0 mmol/l at 11:54 p.m. On the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.